Event description:
The customer reported via phone call that there was a sensor breakage. The customer stated the sensor broke off while attempting to insert it into the inserter. Customer stated the sensor needle became stuck in the inserter device. Customer's blood glucose was 195 mg/dl. The customer declined to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis was unable to perform the insertion complaint due to the complaint being against the sen-serter and the customer returning the sensor only. No needle.